Event description:
It was reported that during use the full dose of insulin was not able to be drawn with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that unable to draw a full dose of insulin in to the barrel.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31g x 8mm, 0.3ml relion insulin syringe from lot 9042906. Consumer reported he was only able to draw the partial insulin, it would not draw the full insulin in to barrel. The returned sample was examined, then tested for flow using water: the syringe was able to draw and expel properly, and no apparent issues were observed. As no evidence of manufacturing defects were observed on the returned sample, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9042906 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200808241] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the full dose of insulin was not able to be drawn with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that unable to draw a full dose of insulin in to the barrel.